Event description:
Male luer slip fitting of portex 1ml arterial blood sample syringe is often not fitting tightly to female luer fitting of edwards vamp needleless (blunt) cannula. It can come apart unexpectedly and leak blood from the cannula which is still in the port.